Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with no display on channel a was confirmed during product evaluation. The root cause of the reported problem was determined to be defective pump head module display. Appropriate action was taken to correct the reported problem by replacing the pump head module display. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility reported a colleague infusion pump with a malfunction of no display on channel a. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.